Event description:
A customer site in (B)(6) filed a complaint alleging discrepant results were generated for one sample with the cobas ampliprep / cobas taqman hiv-1 test, (B)(6). The same sample was re-tested on (B)(6) 2012 and generated a result of target not detected (tnd) it is currently unknown if any patient treatment was affected by the discrepant results. The sample has been requested for investigative testing. (B)(4).

Manufacturer narrative:
Device performed according to specifications. Unable to confirm complaint. No failure detected and product within specifications. The customer complaint alleged discrepant results were generated for one sample with the cobas ampliprep / cobas taqman (cap/ctm) (B)(6) test, v2.0 ce-ivd. Sample (B)(6) generated a result of 2.440 cp/ml on (B)(6) 2012. The same sample was re-tested on (B)(6) 2012 and generated a result of target not detected (tnd). Although requested, the sample in question was not available for investigative testing. Without having the sample, the cause of the result discrepancy cannot be determined. Retain testing of the complaint kit lot met specifications. Based on the available information, there is no indication of a product non-conformance. _______________ (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).